Manufacturer narrative:
Analysis found that all the internal parts were corroded. The device came in with seized thumbwheel. The motor was running rough and making a whining noise as well. The customer's complaint of overheating was not be confirmed since the device could not be tested for pre-repair temperature test due to noise. The device will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated in less than one minute during testing. There was no delay in the surgical procedure as a result of this event. There was no patient involvement.